Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During an on-site visit, the staff reported an unknown quantity of novum iq large volume pumps alarmed but no occlusion. The events occurred during an unknown process steps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.